Manufacturer narrative:
The implicated product is a dome port with attachable 8.0 fr. Catheter in a peel-apart percutaneous introducer system. The product received for evaluation is a titanium low profile port with an 8.0 fr. Single lumen catheter segment attached. The complete assembly measures 5.1 inches long. An indeterminate number of needle puncture sites are visible in the port septum as well as hemostat-like impressions in the cath-lock. A 4-dot depth marker is located .2 inches from the catheter's distal tip and a 5-dot depth marker is found 2.6 inches from the proximal end of the assembly's proximal end. The catheter's distal tip has been severed at a severe angle. Although the product number listed by the customer does not match tne complaint sample, a lot history review of the provided lot number reveals no related mfg issues and no similar complaints. Tactual exam of the catheter is unremarkable. Under 6x magnification, the needle puncture sites in the port septum are accompanied with gouges and tears penetrating below the silicone surface. This type of damage is consistent with using standard needles for port access rather than non-coring needles. Light scratches in the port's titanium surface suggests either user access technique difficulty or damage resulting from a suture needle while securing the port in place. Patency is demonstrated by flushing and aspirating water with a 12cc syringe armed with a 19 ga. Non-coring needle. No leaks are found in the catheter, port or at the cath-lock when the catheter's distal tip is occluded and the assembly is hydraulically pressurized to pressures greater than 25 psi. Microscopic examination confirms the presence of hemostat-like serrated impressions to both the superior and inferior surfaces of the cath-lock. Twenty-nine power magnification shows the catheter's distal tip to have a even edge with a flat, striated face indicating it had been severed by a scissors. This may have been accomplished to render the product non-functional. The complaint file indicates the clinician reported a leak coming from the port septum, however, was unsure if the incident occurred do to access technique or a possible mfg defect. No leaks could be found or replicated. The complaint is unconfirmed. The MFR's vascular access device instructions for use provide instructions for locating and accessing ports utilizing both trinagulation and non-coring needles. Additionally, only atraumatic clamps should be employed to device placement to preclude damage to device component.

Event description:
The port was defective. No other info is known. They had to remove the port & replace it.